Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 539 mg/dl; cause unknown. Customer administered a correction bolus via the pump to address the bg. No further information was obtained.